Event description:
It was reported that stimulation was in the wrong location with symptoms. The patient used to feel stimulation in his legs but after a ¿call accident¿ on (B)(6) 2013 he felt it in his stomach, chest, and head. The patient felt ¿surges¿ and in the middle of the night felt a ¿stimulation intensity¿ then vomited. An x-ray showed that the lead was in the same position. The reporter stated that upon interrogation the implant had a power on reset (por). It was further reported that the implant was off. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information reported, the patient was scheduled for a ¿revision or replacement¿ and that he ¿did not show.¿ no further information was available at the time of follow-up. Please see manufacturer report #3004209178-2013-16302 for information on the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3587a25, lot# n248810, implanted: (B)(6) 2010, product type: lead. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3587a25, lot# n195667, implanted: (B)(6) 2009, product type: lead. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).